Event description:
(B)(6) clinical study. It was reported that post percutaneous coronary intervention, angina occurred. In (B)(6) 2012, the subject presented with stable angina and was referred for cardiac catheterization. The index procedure was performed. Target lesion #1 was a totally occluded lesion located in the distal circumflex artery with 100% stenosis and was 32 mm long with a reference vessel diameter of 2.5 mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.25 mm x 32 mm promus element plus stent delivery system. Following post dilatation, residual stenosis was 0%. On the next day, the subject was discharged on aspirin and clopigrel. In (B)(6) 2013, the subject presented due to angina and was hospitalized on the same day. Angioplasty was performed to treat angina.

Manufacturer narrative:
Device is a combination product. The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).